Event description:
Information was received from a patient regarding an external device. It was reported that they had difficulty charging their implanted neurostimulator and saw the system problem: cannot continue: call medtronic: rm03 message several times when charging their implanted neurostimulator since this year. Patient noted it would take hours to charge their implanted device. Patient service specialist helped the patient inspect the recharger antenna cord, but no visible damage was detected. The patient noted the recharger cord near the paddle was getting very warm, but pt clarified recharger was actually hot to the touch. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, serial: (B)(6), product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.